Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed noise on the rate\sense portion of the right ventricular (rv) lead which resulted in oversensing and pacing inhibition greater than two seconds. The pacing inhibition was not a factor due to the intrinsic rate of 60 beats per minute (bpm) and the device programming of dual chamber sensing and pacing and response. A lead revision procedure was performed and due to the longevity of the device, the physician elected to replace the device at the time of the lead revision. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.